Manufacturer narrative:
Corrected data: h6 (impact code).

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) will not pass leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) will not pass leak test.

Manufacturer narrative:
Additional contact information: (B)(6). Getinge field service engineer (fse) pump failed safety disk leak test during a routine check by customer. Found disk leaking at 7 mmhg. Replaced safety disk. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. There was no patient involved. The failure analysis and testing dept. Received part number safety disk serial number with a reported unit failure of, will not pass leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number safety disk serial number in the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number revision r. The all- manifold test was performed with the safety disk passing all tests. The fat dept. Could not replicate the failure of the safety disk failing the leak test. The safety disk passed testing. Retaining the safety disk in the fat dept. Per procedure number 0002-07-d008 rev.ar.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).